Event description:
It was reported that the sys intermittently would not display a fluoroscopic image. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of pt injury or death associated with the event. This is a reportable event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. The system operates as intended.